Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions the patient, suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, bilateral pulmonary embolus and an old popliteal vein thrombosis (left leg). The patient presented to the medical facility with a combination of pelvic mass, abdominal pain and iliac vein thrombosis. A subsequent computed tomography (CT) scan suggested that the pelvic mass was likely a fibroid. The filter was deployed via the patient's right femoral vein. It was placed below the takeoffs of the renal veins.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter and six (6) prongs have perforate the inferior vena cava (ivc) up to 4.5 mm. The patient became aware of the reported events approximately ten years and ten months after the index procedure. The patient has also experienced stress, anxiety, numbness and pain in lower extremities, pain in the back and in the neck. The patient was also unable to do normal activities such as mopping, lifting things and bending down. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis, bilateral pulmonary embolus and an old popliteal vein thrombosis (left leg). The patient presented to the medical facility with a combination of pelvic mass, abdominal pain and iliac vein thrombosis. A subsequent computed tomography (CT) scan suggested that the pelvic mass was likely a fibroid. The filter was deployed below the takeoffs of the renal veins. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting and perforation of the filter. Per the patient profile form (ppf), the patient reports tilting of the filter and six (6) prongs have perforate the inferior vena cava (ivc) up to 4.5 mm. The patient has also reports stress, anxiety, numbness and pain in lower extremities, pain in the back and in the neck as well as the inability to perform daily activities. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, numbness, decreased activity and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data section e3: occupation: other, senior counsel, litigation.